Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection revealed no signs of physical damage. The instrument was placed and operated on an in-house system, where it passed the recognition and engagement tests. It demonstrated intuitive movement with a full range of motion in all directions, and the grips/tips functioned properly. The instrument passed energy recognition testing and was able to attach to and detach from the arm without issues across multiple attempts. The instrument was fully functional, and no product issues were identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was not under the surgeon's control and an irregular movement happened. The customer completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did not occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer but occurred during surgery. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was related to an inability to move the instrument at all. The movements of the surgeon scale did not appropriately to the instrument. The instrument did not move in the intended direction and reversed movement was observed. The timing of instrument movement was appropriate. There was no shakiness and/or friction experienced/observed, no instrument-to-instrument or system arm-to-arm interference. The issue was not persistent or intermittent. The customer attempted to resolve the issue by reinstalling the instrument; however, replaced the vessel sealer extend (vse) instrument to resolve the issue. The drape was not available for return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend instrument be returned for failure analysis testing. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.